Event description:
The company was informed that the pt's device had migrated. During reposition surgery the surgeon observed that the silicone was damaged and therefore explanted the device. The pt was reimplanted with another cochlear device. Advanced bionics is in the process of gathering additional info. Once more info is received a supplemental report will be submitted.